Event description:
Analysis of the returned usb serial cable was completed which found the cause for the reported allegation was associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vns patient's device could not be interrogated with the programming system. The usb serial cable was replaced and the issues resolved. The suspect usb cable has been returned to the manufacturer where analysis is currently underway.